Event description:
It was reported through a legal event that a female patient had hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh in her. The records indicate this is a lifecell strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2013 and underwent a mesh removal operation. The patient passed away on (B)(6) 2020, as a result of septic shock due to abdominal wall cellulitis as result of a ventral hernia. No other information as reported.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Patients with complex abdominal hernia repairs may have multiple concurrent medical issues that may lead to infection. An uncontrolled infection may result in septic shock. Considering the time of strattice implantation and onset of infection, shock and death, all these events are determined to be serious and not related to strattice. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 09/may/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is (B)(6). No other information was reported. As reported in the initial: it was reported through a legal event that a female patient had hernia repair surgery on or about (B)(6) 2012. During the hernia repair surgery, the surgeon implanted a strattice mesh in her. The records indicate this is a lifecell strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2013 and underwent a mesh removal operation. The patient passed away on (B)(6) 2020, as a result of septic shock due to abdominal wall cellulitis as result of a ventral hernia. No other information as reported.

Manufacturer narrative:
Internal investigation into strattice lot s11103 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Patients with complex abdominal hernia repairs may have multiple concurrent medical issues that may lead to infection. An uncontrolled infection may result in septic shock. Considering the time of strattice implantation and onset of infection, shock and death, all these events are determined to be serious and not related to strattice. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.